Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 173 mg/dl. Customer stated that they also received battery out limit and confirmed that the battery was out of the device greater than duration allowed by the insulin pump. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.